Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged error message occurred. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of this alleged product issue. The patient denied developing any symptoms as a result of the alleged product issue, but stated that between 7-7:30pm on (B)(6) 2015 they were treated in the emergency room (e.r). The patient was treated by a healthcare professional (hcp) with a glucagon injection. The patient¿s blood glucose was measured when they were in the e.r, on an e.r meter, however the patient could not recall what result was obtained which led to the treatment which was received. At the time of troubleshooting the cca walked the patient through a re-test and was able to resolve the issue ¿ the alleged error message was not reproduced. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Although the alleged product issue was able to be resolved with troubleshooting, this complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them requiring medical intervention in the e.r from a hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.